Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call the customer was hospitalized for diabetic ketoacidosis with high blood glucose on an unknown date which was treated with intravenous insulin drip. Customer¿s blood glucose value when admitted to hospital was unknown. The nurse reported that the insulin pump has failed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with programming the pump. The customer was not using the auto mode feature at time of high blood glucose event. During troubleshooting insulin pump has passed all the tests. The insulin pump will not be returned for analysis.